Event description:
The pt reportedly fell and hit his head at the implant site. X-ray confirmed that the patient's internal magnet had migrated. The pt underwent surgery on (B)(6), 2011 to reposition the internal magnet. The pt is reportedly doing well.